Manufacturer narrative:
Eua #(B)(4). Medical device lot #: 0253292 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Test was repeated on the veritor and also using pcr test method and the results were negative. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0255648. D.4. Medical device expiration date: 12/17/2020. H.4. Device manufacture date: 09/14/2020. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 batch #0255648). The batch number provided, 0253292 is the batch number for the device (material number 700025737) and not the kit. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Test was repeated on the veritor and also using pcr test method and the results were negative. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).